Event description:
The customer originally returned their olympus bronchovideoscope due to a leakage in the biopsy channel. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the connecting tube's coating was peeling. This report is being submitted to capture the peeling coating noted on the connecting tube during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Damage on the channel tubing had caused water tightness to be lost. Additionally, as noted in describe event or problem, the coating on the connecting tube was peeling. The light guide lens was discolored. The channel cover, protector, control unit, grip, and connecting tubing all had scratches present. The adhesive on the distal end had detached. As a result of wear and tear of the angle wire, the bending angles for 'up/down' were out of specification. A damaged charged coupled device unit was causing shadows in the imaging, and a damaged channel tube had compromised the suction volume. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 01-dec-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 since the subject device was manufactured. Based on the results of the investigation, likely causes is due to physical stress, chemical stress, storage environment. The event can be detected/prevented by following the instructions for use which state: preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Important information: please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: general policy: precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.